Event description:
According to the available information the balloon burst during use. No harm to the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one regarding lot number 8122981. This product was made by our subcontractor which was informed about this issue. In april, we received documentary investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. We received one used sample after disinfection we observed that the balloon had burst but no fragments of it was missing. We also received documentary investigation from our subcontractor: the probably root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed this type of defect is known and closely monitored. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.